Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had "poor blood glucose control" and the customer was reportedly able to pull 20-50 units from an empty cartridge. Reportedly, the customer declined to provide additional information regarding the event.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported blood glucose event. No testing methods performed for the cartridge issue as the cartridge was not returned for investigation.